Event description:
It was reported that the spinal cord stimulator (scs) implantable pulse generator (ipg) battery had reached the end of life. The patient underwent a successful ipg battery replacement procedure. There were no patient complications, and the patient is recovering as expected. The explanted ipg will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the spinal cord stimulator (scs) implantable pulse generator (ipg) battery had reached the end of life. The patient underwent a successful ipg battery replacement procedure. There were no patient complications, and the patient is recovering as expected. The explanted ipg will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the spinal cord stimulator (scs) implantable pulse generator (ipg) battery had reached the end of life. The patient underwent a successful ipg battery replacement procedure. There were no patient complications, and the patient is recovering as expected. The explanted ipg will not be returned as it was discarded by the medical facility.